Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the explant and replacement of their previous implantable pulse generator (ipg) in 2005, the patient became "very sick" and experienced vomiting. The device was removed and replaced. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.